Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted and replaced due to causing the patient pain at the implant site. No additional adverse patient effects were reported. This device is not expected for return.